Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the flex deflectable videoscope experienced a b30 scope communication error. The issue occurred during an unspecified therapeutic procedure, which was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint b30 scope communication error was confirmed. Based on the results of the investigation, it is likely that the event occurred due to the image sensor unit or the circuit board embedded in the video connector section may have been faulty, resulting in the unstable image signal. However, a definitive root cause of the event could not be identified. He instruction manual states the inspection method associated with the event in "ltf-s190-5 operation manual chapter 3, ¿preparation and inspection¿ section 3.8, ¿inspection of the endoscopic system¿. Olympus will continue to monitor field performance for this device.